Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery (bd) error message post-magnetic resonance imaging (MRI). A request was made to have data from this device analyzed. Data analysis confirmed that the bd error was declared due to extended magnet application, and the battery voltages were normal. The device was operating as intended despite the error message. The s-ICD remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was/were unintended. Please refer to the describe event for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was/were unintended. Please refer to the describe event for more information regarding the specific circumstances of this event.